Event description:
Related manufacturer report number: 3006705815-2023-02307, 1627487-2023-01761. It was reported that the patient experienced an infection around the lead incision. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.